Manufacturer narrative:
The insulin pump was not received in stuck manufacturing mode. However unable to perform the displacement test and occlusion test due to missing retainer. The pump was received with missing reservoir tube o-ring, broken reservoir tube lip, scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
The customer reported via phone call that plastic ring broke off and a small piece of the black body of insulin pump. The customer's blood glucose was 146 mg/dl. The insulin pump will be returned for analysis.